Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(4) bluetooth device: passed. The share log was reviewed and confirmed the complaint. The probable cause is the transmitter error. In addition, a transmitter error was found in connection to the reported allegation. The reported event of a transmitter pairing loop is reportable based on the finding of a transmitter error.  No injury or medical intervention was reported.